Event description:
It was reported that the sinus node was stunned briefly during the case after pfa application. A weakened p wave and lengthened pr interval was noticed on the intracardiac signals displayed on the carto 3 system right after the first application of pfa. The issue was also confirmed when the physician was looking at the egm signals displayed on the recording system. The pacing was provided to the patient during the shortened p-wave incident and the patient recovered. No medication was administered to the patient. The physician completed the procedure and it was confirmed that the tachycardia ablation was successful. The physician may have performed more applications if the injury had not occurred. The last known patient status was stable. The bwi devices being used when the adverse event occurred were patches and a soundstar catheter. The pentaray catheter had been used for mapping but was no longer in the body when the injury occurred. The farapulse system was used for ablation. The carto 3 system was used for mapping. The petal xml was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).